Manufacturer narrative:
(B)(4).

Event description:
It was reported that prompting for login during session on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed, as a photograph was provided for investigation. The probable cause could not be determined. No injury or medical intervention was reported.